Event description:
The patient received the scs system on (B)(6) 2010. It was reported the charging system is unable to locate the ipg. Patient programmer is able to communicate but displays the "recharge ipg" message. A replacement charging system has been sent to the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.